Event description:
It was reported that the handpiece did not work. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summery: the handpiece was tested on a generator and gave an error code 3. It no longer meets design specifications for continuity. The handpiece was disassembled, a torn acoustic isolator was found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.